Event description:
On september 14th, 2018, the patient contacted lifescan (lfs) alleging that her onetouch verio flex meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue first began on (B)(6) 2018, :56am. She reported that she obtained an alleged inaccurate high result of 255mg/dl on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with insulin, lantus and novolog and reported increasing her dose of novolog by 3 units in response to the alleged product issue. The patient stated that ¿right away¿ she developed symptoms of ¿nervous and cannot see well¿. The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The test strips were stored correctly and within expiry date. The control solution test had not been manually selected and the patient did not have control solution to perform a test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.